Manufacturer narrative:
Product event summary: manufacturer's analysis could not reproduce customer experience of the programmer freezing, however, three different system errors were found in the log file. These hard drive was replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while programming a new device, the programmer screen froze. Power was cycled and the screen froze again and on the second and third reboot the screen went black and there was an error. The programmer was returned for service. No patient complications have been reported as a result of this event.